Manufacturer narrative:
Concomitant medical products: product ID: 34872836, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: lead. Product ID: 34872836, serial#: (B)(4), implanted: (B)(6)2004, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 34872836, serial/lot #: (B)(4), ubd: 25-may-2008, UDI#: (B)(4). Product ID: 34872836, serial/lot #: (B)(4), ubd: 25-may-2008, UDI#: (B)(4). Codes belong to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did not feel the paresthesia at the right place and had lost of efficiency of stimulation. Several programs were performed but no efficacy. An x-ray was done on the (B)(6) 2020. It was seen on (B)(6) 2020 that the lead migrated. Other programs were tried and after discussion with the doctor the decision was to explant the system to do more investigation like MRI. It was noted that the lead was not MRI compatible. The device system was explanted on (B)(6) 2020. The outcome was resolved without sequelae.